Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV (intravenous) solution set leaked through a small hole at an unknown location. This was identified while in use on a pediatric patient for an unspecified infusion; further described as the infusion was started at a slow rate and the hole in the set was not noticed until the rate was increased. Approximately seven (7) mls of solution was lost through the hole. The set was described as ¿the vented IV solution set with the blue clip for loading into the pump¿. There was no patient injury or medical intervention associated with this event. No additional information is available.